Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. As the esheath size was not provided the vessel diameter used for the sheath is unknown. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Meier, david, et al. "A next-generation balloon-expandable transcatheter aortic valve: first-in-human experience." Cardiovascular interventions 16.9 (2023): 1125-1127.

Event description:
Through a review of the medical article "a next-generation balloon-expandable transcatheter aortic valve", corresponding author john g. Webb, the following events were identified as pertaining to an edwards device: one patient with an unknown resilia valve implanted in the aortic position required transfusion due to an access site hematoma during the 1st month. Patient demographics were not able to be obtained.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. A review of the journal article determined that the valves used in the article were edwards sapien x4 transcatheter heart valves. These valves are part of a clinical trial and are not sold or similar and not reportable to the FDA.